Manufacturer narrative:
Note that a previous MDR has been filed for this same device recently for power related issues. MDR #3010157426-2026-00065.

Event description:
The customer contacted spacelabs healthcare to request a depot repair for a xhibit central station (xcs) that was having display issues and would overheat and shut down. The device has been received, however, at this time repair has not yet been completed. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.